Manufacturer narrative:
Additional information provided in: b5, d7, h6. Correction information and device evaluation provided in: e3, h3 and h6. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the revision is expected to occur on (B)(6) 2019. Further information received states the ipp was revised on (B)(6) 2019 due to a pump malfunction. Additional information received clarified that the ipp was revised on (B)(6) 2019. It was suspected that there was a malfunction of the quick connector.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the revision is expected to occur on (B)(6) 2019. Further information received states the ipp was revised on (B)(6) 2019 due to a pump malfunction.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the revision is expected to occur on (B)(6) 2019. Further information received states the ipp was revised on (B)(6) 2019 due to a pump malfunction.